Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was that power port #1 on the patient's controller is loose. No consequence to patient. No additional information..

Manufacturer narrative:
It was indicated that the controller was exchanged without issues. The issue resolved with the replacement device and the patient is doing fine. There was no damage observed to the controller power port. The user did not report any alarms or loss of power to the system. The user did not apply excessive force when trying to connect the power sources to the controller. No further information was provided. It was reported that power port 1 of the controller was loose. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed during visual inspection. Analysis of the device revealed that the device failed visual inspection due to a loose power port 1 connector. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. An internal investigation has been opened by the supplier to address loose connector. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.